Event description:
Olympus medical systems corp (omsc) was informed that during a radical prostatectomy, the subject device was used. Unspecified error occurred and the ptfe pad of the subject device was separated. The procedure was completed with another thunderbeat. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was partially separated. Both the probe tip and the grasping section had contact marks with each other. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the error and contact marks occurred since the user kept activating output with the separated pad, which caused the contacting between the probe and the non-insulated area of the grasping section. The separation of ptfe pad was due to activating output by the user without grasping anything (including after the tissue separated) while the grasping section is closed. Based upon the finding of the evaluation, this report appears to be related to user handling.